Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced discomfort at the ipg site. The patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was moved to a new pocket resolving the issue.